Event description:
Additional information noted the etiology as the electrode contact location.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va07rd0, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va07rd0, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension, product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had infected leads and swelling. The leads and extensions were explanted and the event resolved without sequelae. The event was noted as related to the device or therapy and not related to the implant procedure. The infection resulted in in-patient hospitalization and necessitated medical or surgical intervention. Additional information reported the lab results showed a staphylococcus aureus infection. (B)(6) 2014, no new information.